Event description:
Additional information was received; patient reported no adverse event.

Event description:
Information was received from a patient and a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a loss of therapy as she experienced bad symptoms yesterday, but seemed to be better today. The implantable neurostimulator (ins) was interrogated and it was discovered that the stimulation was off. When the patient turned stimulation back on, it was stated that the stimulation was too strong as the patient experienced a "funny" sensation in her jaw. With instruction, the patient was able to decrease stimulation, and stated she was feeling better; the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.